Event description:
Patient had returned dfrom peg tube placement awake and alert. One hour later at 2:00 pm, the patient was found with face cyanotic, and no respirations or pulse. A code was called and defibrillation was attempted at 360 watts. The machine would not charge. The machine was checked for correct electrical plug in and was correct. The machine power was turned off and turned back on and then charge was attempted at 50, 100, 360 watts. The machine would not charge. The code continued with CPR, meds and endotracheal intubation. Another machine was brought to the room, and the patient was defibrillated at 2:06 pm. Patient later expired. Plant operations and risk management tested machine - machine responded. Manufacturer took machine to factory for further testing: findings: battery and power switch were changed out. The unit is now fully operational and was placed back in servicedevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jun-92. Service provided by: independent service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: component failure, failure to cycle, telemetry failure, charger, component failure, control switches/knobs/toggles. Conclusion: device failed during assembly, device failed just prior to use, device failure occurred but not related to event, other. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor, other. Invalid data - on device destroyed/disposed of status.